Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the product problem cannot be determined. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported vasospasm was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01051. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system 5max ace reperfusion catheters (5max ace). During the procedure, the 5max ace was unsuccessful in aspirating the thrombus and an angiogram revealed that the patient experienced a moderate vasospasm involving the m1-m2. A total of 10 mg of milrinone was injected in the right internal carotid artery (ica) to treat the vasospasm. Another angiogram was performed, which revealed complete resolution of the vasospasm and reperfusion of m1. After examining the patient, the physician concluded that the patient had a complete recovery of her neurological deficits with full strength of the left side. The physician adjudicated the vasospasm to be not serious and of moderate severity with a probable relationship to the penumbra system and a definite relationship to the angiographic procedure.